Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. If relevant additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter healthcare of an unknown quantity of one-link non-dehp standard bore catheter extension set(s) in which the valve could not be pushed down using a hospira prefilled syringe (lot number kh04076). Patient involvement is unknown. No injury or adverse event is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the reported condition could not be confirmed, nor could the cause be determined, as the sample was discarded. A review of all batch record documents was performed with no issues noted during the manufacturing process.